Manufacturer narrative:
The medical center did return the pump product for benchtop analysis. Product was visually inspected and a clear substance was noticed around the yellow luer, placed by the medical team and most likely was wax to plug up the leak. The medical team did disclose sodium bicarbonate was used during this case in the purge. The cause of the purge leak was sidearm yellow luer damage. The failure mode will be monitored and trended. There is a CAPA open for the failure.

Event description:
The complainant reported a purge side arm leak with a crack found on the yellow luer of the device. This occurred after a month of support, 36+ days of support for the patient admitted with cardiomyopathy. The pump was removed and replaced with no patient harm. The explant/intervention prompts FDA reporting.